Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported separation appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 2.5x12 mm trek was advanced without resistance to the distal right coronary artery (rca) for pre-dilation. The trek was inflated at the rca. After the trek was removed from the anatomy, the doctor noted that the distal tip near the trek balloon catheter had separated in the anatomy. A snare device was used to retrieve the separated portion of the trek into the guiding catheter and all devices were removed as one unit. Another same size trek was used to finish the procedure successfully. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.